Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address dislocations. Intraoperatively, it was found that the liner had disassociated from the cup.

Manufacturer narrative:
Examination of the reported devices confirms the reported disassociation of the liner from the acetabular cup. The returned acetabular screw exhibits damage to the screw head likely from contact with the femoral head. Evidence found on the outer diameter of the liner indicates the returned screw was not fully seated in the acetabular cup; sat proud, and likely caused or contributed to the liner disassociation. Evidence is not found of the liner being fully locked into the acetabular cup. It is suspected the cup was more vertical than recommended as there are signs of edge loading on the articulating surface of the acetabular liner. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. No other similar or related reports found against the provided product/lot code combinations in a search of the complaints databases. The root cause is attributed to inadvertent user error. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.